Event description:
Spontaneous call from patient to report pumps are alarming no disposable with cassette attached. Patient does not have another cassette to use. (B)(6) is scheduled to deliver cassettes today. Advised patient to go to the hospital since she is without medication. Cassette lot number is 4227746. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? No. If no, what was the patient instructed to do in able to continue their infusion? Go to the hospital, is the infusion life sustaining? Yes. What is the outcome of the event? Resolved, resolved? Ongoing? Reported to (B)(6) by: patient/caregiver.